Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported failure was confirmed and replicated. When the unit was tested on an in-house system, it passed normal mode. The unit tested on pftp, it failed usm direction test (error 32100). Fa reseated insertion stator and retested, error 32100 went away. Logs showed errors 32100 & 32096. The unit then went through tested on a pftp and passed all required tests. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure to another system due to non recoverable faults on arm 3 of the patient cart. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer had fault 32100 on the system arm. Technical support had the customer power down the system and cycle the patient side cart (psc) breaker and emergency power off (epo). Customer powered the system back on with no change. Customer informed they need all 4 arms and will move the procedure to another system. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the issue was identified prior to the procedure. Ports were placed. Technical support was contacted at the time of the issue and all the troubleshooting was completed. The procedure was completed robotically with another system. No patient demographic information and no other information available.